Event description:
During evaluation of a returned spectrum infusion pump, the device alarmed system error 322 (link switch error (low)). No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Evaluation included a visual assessment as well as functional testing. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. During evaluation the device alarmed system error 322. A review of the event history log revealed system error 322 messages. The cause was identified to be an out of adjustment lower link which was adjusted to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.